Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was at (B)(6), the pt experienced tingling on her tongue and shocks down her arm. The patient was standing by a wall, near (B)(6), when she sat down on the floor. The patient was brought into a separate room and the shaking initially stopped, but returned less than a minute later. The device was reported to have been turned off in 2004. It was speculated that the patient was in an electromagnetic environment.

Manufacturer narrative:
Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3387-40, lot# j0124807v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was further reported that the patient received assistance and had no further concerns.